Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the right atrial (ra) lead has been increasing since implant. Therefore, there will be an increased surveillance of the ra lead and isometrics pocket manipulation and x-ray will be considered. The ra lead remains in use. No patient complications have been reported as a result of this event.